Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced an infection, headache, drainage at the incision site, hematoma, weakness and functional deficits. The patient required a craniotomy for evacuation of the wound. The patient was prescribed 4mg of dexamethasone once per day and 1000mg of levetiracetam once per day. The event was considered resolved. Subsequently, the patient died from the underlying disease.